Manufacturer narrative:
Further investigation of the patient samples determined that it contains an interfering factor against the f(ab¿)2 fragment of the tsh assay antibody. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."

Manufacturer narrative:
The serial number of the customer's e 801 analyzer was requested, but not provided. The tsh reagent lot number and expiration date used on this analyzer were requested, but not provided. The serial number of the e 801 analyzer used for investigation is (B)(6). The tsh reagent lot number was 706398, with an expiration date of 30-jun-2024.

Event description:
The initial reporter stated they received questionable results for two samples collected from the same patient and tested with thyroid assays on two cobas 8000 e 801 module analyzers. Results for the following assays were affected: elecsys tsh, elecsys ft3 iii, elecsys ft4 iii, and elecsys ft4 IV. This medwatch will apply to the tsh assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the ft3 iii assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the ft4 iii assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the ft4 IV assay. Refer to the attachment for all patient data. Values highlighted in yellow are questioned. Sample ID (B)(6) was initially tested at the customer site on (B)(6) 2023. The sample was also treated with a 25 % polyethylene glycol (peg) solution and repeated on the customer's e 801 analyzer. The sample was repeated using the wako accuraseed method. Sample ID (B)(6) was provided for investigation where it was tested on a second e 801 analyzer on (B)(6) 2023. The sample was also repeated on an abbott architect analyzer. Sample ID (B)(6) was tested at the customer site on (B)(6) 2023. This sample was repeated using the wako accuraseed method. This sample was also provided for investigation where it was tested on a second e 801 analyzer on (B)(6) 2023.